Event description:
Pt was treated in 2005. Thermage was notified of adverse event in 2005. The pt developed one small depression on her chin and acne breakout at one-month post treatment. Pt had botox injections in 2005, 3 times. Pt also had cosmoplast in 2005 and restalyne injections in 2005.